Event description:
It was reported that the video system center exhibited no image due to it flickering. There were no reports of patient harm.

Manufacturer narrative:
In a communication with the olympus technical assistance center (tac), via a conference call, the customer indicated that the flickering image issue was resolved by tightening the serial digital interface (sdi) cable. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to the serial digital interface cable not properly connected. The event can be prevented by following the instructions for use which state: 3.1 precautions for installation and connection. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.